Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a static fill estimate of 115 units. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support on why this discrepancy can occur and understood that the fill estimate would resume counting down as normal once the insulin amount matched the static number displayed.